Event description:
It was reported that when using the bd pyxis¿ medbank mini system, encountered an error calling api message when trying to submit an rxverify request. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that encountered an ¿error calling api¿ message when trying to submit an rxverify request. A technical support specialist discovered that the cr database was missing from the site. With assistance from the customer, the po admin for redrockrx was located. Other active sites under the account were reviewed, and the missing database was added to redrockrx to resolve the error. The tss then re-enabled rxverify in the setup cabinet and tested by submitting an rxverify request. The customer confirmed the request processed successfully without error messages. The system functioned as intended after the technical support specialist troubleshot the device.